Event description:
Pump was reported to have declared alarm 30 while insulin was being pumped. Customer declined to provide information regarding blood glucose impact, so no adverse impact to the customer's blood glucose level was confirmed. Customer was assisted by technical support in loading a new cartridge using proper technique, after which insulin therapy was successfully resumed. A new box of cartridges was sent to the customer.